Event description:
In 2008, boston scientific corp was informed that during a procedure, the resolution clip device clip would not deploy off the catheter. An add'l six clips were tried with the same result. The procedure was completed with a eighth of the same device without any pt complications. Pt is "stable". Note: this is the second report of seven related complaints. Please refer to MFR numbers: 3005099803-2008-06984, 6977, 06978, 06987, 06988, 06989.